Event description:
It was reported that the back rest was missing and the stair pro would not support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.